Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 16mm amplatzer amulet was successfully implanted on (B)(6) 2022. Pre-discharge transthoracic echocardiogram (tte) showed a mild pericardial effusion up to 1.1cm. On (B)(6) 2022, a pericardiocentesis was completed. The patient also received a blood transfusion was done due to a hemoglobin of 9.8g/dl. No patient consequences were reported.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2022, an emergency pericardiocentesis was completed. The patient also received a blood transfusion due to low hemoglobin of 9.8g/dl. On 10 oct 2022, echocardiogram showed static thin rim of pericardial effusion. Patient's vitals were stable and was discharged. On (B)(6) 2022, a follow up echocardiogram was done which showed no pericardial effusion noted. The patient was restarted on plavix. The cause of the pericardial effusion was unknown.